Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to deploy the 5f mynx grip vascular closure device (vcd), the lack catheter portion at the end snapped and the white cotton like sealant stuck out the end of the black catheter. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.